Event description:
Patient states she had a hernia repair and 4 months later still had pain. They were told that the lining in their stomach was coming loose. Patient states they are now unable to lift, bend over, and have chronic pain, acid reflux, stomach ulcers and stomach cramps.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.